Event description:
It was reported that a (B)(6) male underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During an afib case, a cardiac tamponade was noticed, there was an occasion of high force and the catheter went outside the shell on the carto 3 system. The patient had a slow drop in blood pressure that was eventually stabilized. The cardiac tamponade was confirmed by intra cardiac echo (ice). A pericardiocentesis was performed and 400cc of fluid was removed. The patient was reported to be in stable condition. The physician believed the cardiac tamponade was due to excessive force in the rvot. High force is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30707871l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-apr-2022, bwi received additional information regarding the event. The patient did require extended hospitalization because of the adverse event for observation. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 2ml pre ablation, 15 during ablation, and 2 ml post ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 2range; 3time; fot; 3mm tag size. Ablation index was the additional filter was used with the visitag. Ablation index color option was used prospectively. Section b2 of this form has been updated--"is hospitalization initial/prolonged" has now been selected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).